Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the black box and history recorded multiple call service alarms that had also occured during the investigation and which prohibited pump prime and failed steps testing. The pump was opened, the motor was removed and tested on a 5v power supply which indicated no signs of movement. The cartridge cap was not returned; a test cap was used to complete the investigation. The returned battery cap was used to complete the investigation with no issues reported. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).